Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/28/2018 with the following findings: during investigation, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on 11/28/2018.

Manufacturer narrative:
Follow-up #1: date of submission 25-feb-2019 - please note, the report submitted on 02/07/2019 is a duplicate report, and was submitted in error, as the reportable investigation findings for this complaint were already included in the FDA q3 2018 summary report, submitted to the FDA on 10/11/2018, under report # 2531779-2018-18179.